Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: g4 - date received by manufacturer: 03-nov-2019 should be corrected to 04-nov-2019 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vicmo13.2 implantable collamer lens, diopter -8.0 into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed and an alternate lens was successfully implanted at a later date. Reportedly, no patient injury occurred and the cause of the event is unknown. The problem was resolved.